Manufacturer narrative:
Internal complaint number: complaint (B)(4). Device evaluation found no issues with the pump. The pump primed and flowed within specification.

Manufacturer narrative:
Internal complaint number: (B)(4). Investigation results pending evaluation of device.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted.